Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in offline mode. A field service engineer (fse) found that the site experienced a network outage, confirmed that the customer involved the on-site information technology and resolved the issue. The fse verified that the station was back online. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was offline. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.